Event description:
It was reported that the md inserted the sheath via the right femoral artery. The intra-aortic balloon (iab) was inserted without a problem. Forty eight hours after insertion, the pump alarmed and blood was found in the tubing. The md was notified and the tubing was clamped. The pump was turned off to prevent an air embolus. The md and team removed the iab. Another iab was not inserted because the pt was stable. Pump strips were generated and they are available for review. There were no reported pt complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on all interior & exterior surfaces of the iab. The central lumen was broken, approximately 1 cm from the bifurcation. Teflon sheath was on the bladder approximately 19 cm from the distal tip. One-way valve was attached to the iab. Spring wire guide (swg) & pump tubing were not returned. A vacuum was pulled on the one-way valve & held. A different swg was fed thru the central lumen, but would not pass the break. Iab was submerged & pressurized in water. Bubbles exited the distal tip of luer, indicating a broken central lumen. After blocking both ends of the iab no other leaks were detected. A device history record re-review was conducted on the iab & it met all specs & passed all in-process testing. The root cause of the customer complaint was the broken central lumen. The location would indicate the cause to have been pt movement.